Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia and requested explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Device explant due to moderate dysphagia and patient request occurred without issue on (B)(6) 2018. A large hiatal hernia was present and repaired during explant procedure. The esophagus was observed to have adhered to the diaphragm. Device was found in the correct position/geometry.